Manufacturer narrative:
No product was provided for analysis. The end user did not provide part number or lot traceability; therefore, lake region medical was unable to review the device history records or the complaint trend relative to the manufacturing, inspecting and packaging of this product. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, the potential root cause can be defined as "unknown/unclear due to insufficient information".

Event description:
It was reported that: the account contacted about usage of a .038, 150 straight starter wire that was used to try to cross the bowel. There was a perf during the case and the patient had to be treated and then was treated and is stable but there was a perf with that starter wire when trying to cross the bowel.